Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulties occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the passage was poor, and the balloon was stuck. The procedure was completed with a non-boston scientific device. No patient complications were reported.